Manufacturer narrative:
It was reported that "the wheel bar bent and I fell backwards when sitting on it after my shower on mother's day as I was going to the park with my daughter instead I was naked and hurt and took a ride by ambulance and spent 2 nights in hospital." It has been determined that the reported event caused or contributed to a death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
It was reported that "the wheel bar bent and I fell backwards when sitting on it after my shower on mother's day as I was going to the park with my daughter instead I was naked and hurt and took a ride by ambulance and spent 2 nights in hospital."